Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #833744151: product: 4360258 lot: ca23e018 visual examination confirmed that the end cap was broken. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar 2 verteb ral body resection & screw-rod internal fixation & prosthesis replacement for an indication of lumbar metastatic tumor. It was reported that the end cap was broken during the operation. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.